Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter and an excessive char issue was observed. There was char on the ablation catheter's ring once the catheter was taken out of the body at the end of the case. There was no patient consequence reported. Additional information was received on 12-nov-2024. The physician considers the char was excessive. No post procedure symptoms were noted. The system did not present any error messages nor did the physician/user notice any problems with the product. No noticeable issues with the use of the product related to the temperature and flow. Generator thresholds were qmode and qmode+ with guideline adherent temperature settings. Correct catheter settings were selected on the generator. The duration of the ablation was greater than 120 seconds for the whole case. The average contact was not greater than 40 grams. The pre-ablation high setting was 8ml/min. No issues with flow rate change at the start of the ablation. Reviewed the ablations following the case and there were no values that were concerning or out of normal range. The patient was anticoagulated with act goals above 350. It was maintained throughout the case. Heparinized normal saline was used as the irrigation fluid for the ablation. Normal saline was used for sheath irrigation. This char issue was originally considered non-reportable, however, bwi became aware on 12-nov-2024 that the physician considers the char was excessive and have reassessed the event as reportable. The awareness date for this record is 12-nov-2024 because of the additional information providing that the char was excessive.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter and an excessive char issue was observed. The device evaluation was completed 11-jan-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, scanning electron microscopy (sem), irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed char residues were observed located at the distal part of the dome. A temperature and impedance test was performed, and no issues were observed. Then, an irrigation test was performed, and the device was found partially occluded as the flow was observed irregularly through the irrigation holes. Afterwards, a microscopic inspection of the dome was performed and some irrigation holes were observed occluded with a dry reddish material. Due to the occlusion in the irrigation holes, excess heat could be generated at the dome surface; which, could cause an increase in the temperature/impedance, and the presence of char, thrombus, or clot residues in this area. A scanning electron microscopy (sem) analysis was performed to identify the foreign material inside the irrigation hole. It was identified that the occlusion is composed of inorganic material. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char/thrombus reported by the customer was confirmed. The potential cause of the occlusion is traced to the manufacturing process, as the presence of the inorganic material inside the irrigation hole is confirmed to be manufacturing attributable. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. An internal corrective action has been opened to reduce failures related to dome occlusion. Explanation of codes: -investigation findings: contamination of environment by device (c1503) / investigation conclusions: cause traced to manufacturing (d03) / component code: electrode (g0201501) and dome (g04046) were selected as related to the customer¿s reported ¿excessive char issue¿ issue. In addition, biosense webster inc. Analysis finding of the ¿char residues were observed located at the distal part of the dome¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: electrode (g0201501) and dome (g04046) were were selected as related to the customer¿s reported ¿excessive char issue¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 03-dec-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).